Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during fill 4 of 6. The technical service representative (tsr) assisted the home patient (hp) to check the lines and bags and found no source of leak. The daughter noted that the floor next to the hc was wet. The hp closed all clamps and cycled power off/on to clear the system error 2240 which was followed by a system error 2367 ending therapy. The tsr had the hp disconnect using the aseptic technique and remove the cassette. The hp would notify the nurse of missed therapy. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6) 2012. The cause of the alarm was unknown. Therapy has been going fine since the event and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. The problem was not confirmed and the cause was undetermined.